Event description:
Additional information was provided regarding this event. The camera head was used together with an otv-s200, sn (B)(6).

Manufacturer narrative:
Updated fields: b5, d10, and h10. This report is being supplemented to provide additional information based on the reported event from the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd camera head had stripes in the image, bad image quality. The issue was found during an unknown procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to the damage in the cable unit the displayed image disappeared and was flickering. Additionally, the cable unit failed the leak test, and the cable was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due the cable failure was flooded from a damaged part of the cable. The event can be detected/prevented by following the following instructions for use about cable flooding: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.